Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 390 mg/dl. Customer had symptom of vomiting and nausea. Customer was hospitalized due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Customer reported that sensor was giving incorrect readings stating that blood glucose was low when it was not. Customer states that blood glucose was high due to not hearing the threshold suspend while sleeping. When customer woke up, blood glucose was 425 mg/dl. Customer did not want to troubleshoot for high blood glucose stating that insulin pump was working correctly.